Event description:
It was reported that the customer was experiencing difficulty in charging the pump. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.